Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was underfill or low draw of a tube with blood. This occurred 3 times. The following information was provided by the initial reporter: the tubes are not filling till the indicated mark when venipuncture is performed with vacuum system, they only fill till the 2,6ml mark. As outcome, the tubes filled by their vacuum reach to 86,7% of their total volume, missing about 13,3% of its capability. Due to that, they don't accomplish with the blood/additive ratio. The underfilling is bigger than the 10% suggested by bd.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was underfill or low draw of a tube with blood. This occurred 3 times. The following information was provided by the initial reporter: the tubes are not filling till the indicated mark when venipuncture is performed with vacuum system, they only fill till the 2,6ml mark. As outcome, the tubes filled by their vacuum reach to 86,7% of their total volume, missing about 13,3% of its capability. Due to that, they don't accomplish with the blood / additive ratio. The underfilling is bigger than the 10% suggested by bd.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was received from catalog 367856, lot number 2200099. The photo was visually evaluated showing the amount drawn into the tube is below the fill line on the tube label. To ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. As no customer samples were received at the manufacturing site, the investigation was limited. 100 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.